Manufacturer narrative:
This incident occurred outside the u.s. The complaint cannot be verified, the product meets the spec regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specs. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the pt. Nothing unusual was found in the history. The problem mentioned by the customer could not be reproduced.

Event description:
Pt passed out in the street due to hypoglycemia while using the infusion device. Pt was hospitalized and has been in the hosp for 6 days now. Treatment received was not provided. No blood glucose levels were provided. Pt reported doubt about the correct function of the infusion device. No further info was available. Product was replaced and requested return of the alleged product for eval.